Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. Upon visual inspection the service technician noted that the unit received for 110.6021. Replaced the keypad assembly. Pm performed. All tests passed. A review of the device history record for sn (B)(4) was performed from 11/06/2019 to 8/21/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to electrical failure of the keypad - stuck key.

Event description:
Customer reported error 110.6021.